Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the system would erroneously making a beeping noise while in use. The site have used the system for three hours before it began making intermittent beeping noises. No one in the operation room was actively using or touching the system when the beeping noises occurred. There was no patient impact.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the system would erroneously making a beeping noise while in use. The site have used the system for three hours before it began making intermittent beeping noises. No one in the operation room was actively using or touching the system when the beeping noises occurred. Troubleshooting performed, site confirmed system was plugged into its own outlet, reseated electrodes and performed an electrode check. System passed electrode check. Site increased the threshold from 100 v to 120 v. Site mentioned it was possible the electrode wires may have touched the wires from the IV "christmas tree" as it was moved around several times during procedure. Site was wrapping up procedure and unable to perform additional troubleshooting. Beeping noise never occurred during the troubleshooting. There was no patient impact.